Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on black screen and went offline in remote smart service. The field service engineer (fse) found that the drawer 7 auxiliary cables were damaged in the half height drawer 1. The fse replaced new pyxibus cables to resolve the issue and tested the station in the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es experienced a black screen. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.